Manufacturer narrative:
(B)(4) - secondary surgery, irrigation of anterior chamber. (B)(4) - excessive. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens on (B)(6) 2010 in patient's left eye. The lens was explanted on (B)(6) 2010 due to excessive vaulting associated with elevated iop. Irrigation of anterior chamber of remaining visco/fluids was performed. A shorter lens was implanted on (B)(6) 2011. Patient's last visit was on (B)(6) 2011 bcva 20/20.